Manufacturer narrative:
The customer performed a visual inspection of the patient's sample and confirmed the sample integrity looked good. The field service engineer replaced the pinch valve tubing and probe seals. He tested 3 samples and had similar results. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys estradiol iii results for one patient tested on a cobas e411 rack analyzer. Prior to patient testing, the customer confirmed the qc and calibration results were within the acceptable ranges. The patient's initial estradiol result was not reported outside the laboratory. The customer reported there was a system gripper error prior to testing. The customer performed repeat testing with the sample on the same e411 rack analyzer. The initial estradiol reagent lot number was 56672601 with an expiration date of 31-aug-2022. The patient's initial estradiol result was >3000 pg/ml. The patient's repeat estradiol result with a 1:10 dilution was 315 pg/ml. The patient's repeat estradiol result with the same 1:10 dilution tube was 320 pg/ml. The customer replaced the estradiol reagent. The estradiol reagent lot number and expiration date were requested but not provided. The patient's estradiol result with no dilution was 137 pg/ml. It was reported the customer does not know which estradiol result was correct.

Manufacturer narrative:
After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.